Event description:
An ocd laboratory specialist reported obtaining a false negative anti-hbc results on 3 patient samples. The samples were positive when tested on an alternative method. A false negative result may result in inappropriate physician action. There was no report of patient harm as a result of this event.